Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose /protruded drive support disk. The insulin pump was unable to verify motor error alarms due to prime alarms. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at end cap, display window corners, cracked battery tube threads, minor scratched lcd window and debris under display window.